Manufacturer narrative:
The field service engineer found an issue with the rinse tubing and a value. He replaced all the electrodes, replaced the rinse tubing, and loaded fresh ise reagents. He ran ise checks without any issues. Calibration and qc passed without any issues. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable ise indirect gen sodium results from the cobas 6000 c501 module. One example was provided of an initial result of 149 mmol/l and a repeat result of 141 mmol/l. The questionable results were reported outside of the laboratory. The repeat results were believed correct. The electrode lot number and expiration date were requested but were not provided.